Event description:
This report is being filed upon notification from our x-ray MFR of a prod problem that occurred in another country. During a cerebral procedure (aneurysms) this sys experienced a complete loss of both radiography and fluoroscopy. An attempted reboot of the sys was not successful and the procedure was stopped by the operator.